Event description:
Procedure: vats blebectomy. According to the reporter: the surgeon applied the stapler for the second firing across lung to transect the specimen. After he gauged the tissue thickness with a kelly clamp, he chose a 45-3.5 reload for the universal. The resident applied the stapler around the tissue and fired. Upon opening stapler, staples were present that did not form and staple line was bleeding and air leaks were present. There were visible unformed staples lying on the lung tissue with raw lung tissue exposed. The surgeon oversewed the staple line on the lung.